Event description:
A facility reported contaminated surgical patties (ID 801400) in unopened packet. Product was not in contact with the patient. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
This reports is to make a correction on the "investigation findings" code (h6) corrected code: 170.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The surgical patties was returned for evaluation. Failure analysis - the pattie/strip unit was inspected using the unaided eye. The analyst noted that a black stain was present on the front of the pattie. He complaint could be verified through failure analysis. Root cause - per the failure analyst, when cottonoid is produced, rayon bales are broken down into small fibers and woven into sheets. These sheets are then saturated with a binder material and put through an oven. The binder material can become burnt and build up in the oven. When the built-up binder makes contact with the sheet of fiber it can cause discoloration. Patties are visually inspected by operators who fan through the stack of 10 patties counting each one and ensuring there are no defects. They then flip over the stack and repeat this inspection. Because the contamination was missed the complaint can be attributed to operator error during assembly. Lot number was not provided therefore retraining cannot be performed. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis. A corrective and preventive action was implemented to minimize the issue.